Manufacturer narrative:
(B)(4). Upon review of the additional information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and is being considered not reportable.

Event description:
It was reported that post implant of a swedish adjustable gastric band, surgical replacement of the reservoir had to be performed and the opening / closing system is currently being tested to determine if it operates properly. There was no adverse patient consequence reported. Four attempts have been made to obtain additional information and get clarification of reported event. If additional details become available a 3500 a supplemental will be sent.

Manufacturer narrative:
(B)(4). Information unavailable. The device was not returned.

Event description:
It was reported that the patient wanted the band removed. The were no reported quality issues with the band. Contrary to previous information there were no issues with the port.